Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the set separated from lower fitment while taking set out of device . The medication being given at the time of separation were versed, fentanyl, 1000ns infusion at 125ml/hr. There is no report of patient involvement.

Manufacturer narrative:
The customer¿s report of separation was confirmed. Visual inspection observed that the tubing from the set was completely separated from the lower fitment. Visual inspection under magnification showed that there was no bonding solvent applied at end of the tubing that was separated from the lower fitment. Functional testing was not performed due to the separation. Dimensional testing was performed and identified the inside and outside diameter tubing measurements were found to be within specification. The root cause of the separation was a manufacturing issue due to no solvent being applied at the junction of the tubing.